Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis-improper component placement and renal artery occlusion.

Event description:
On (B)(6) 2011, a patient underwent a treatment of abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. During the procedure, gore® excluder® aaa trunk-ipsilateral leg endoprosthesis and contralateral leg endoprosthesis were implanted. The patient tolerated the procedure. On (B)(6) 2019, two additional gore® excluder® aortic extender endoprostheses were implanted. The patient tolerated the procedure. It was reported although the left renal artery was partially covered by the gore® excluder® aortic extender endoprostheses (pla320400/20917054), there was no obstruction of blood flow.